Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm (alarm 1) and an occlusion alarm occurred. Customer changed pump supplies and subsequently when attempting to load a cartridge, customer received a minimum fill notification after filling the cartridge with 300 units of insulin. Customer reverted to manual injections for insulin therapy.